Event description:
Material no.: unknown. Batch no.: unknown. It was reported that during use of the unspecified bd syringe the syringe leaked during infusion. The following information was provided by the initial reporter: antibiotics in a three milliliter syringe dose given per pump. Fluid noted below pump after infusion. Resident notified. This report is being submitted for tracking purposes. Infusion was in the neonatal intensive care unit.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. FDA notified?: the initial reporter also notified the FDA on (2019-10) via medwatch # (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown

Event description:
Material no.: unknown batch no.: unknown it was reported that during use of the unspecified bd syringe the syringe leaked during infusion the following information was provided by the initial reporter: antibiotics in a three milliliter syringe dose given per pump. Fluid noted below pump after infusion. Resident notified. This report is being submitted for tracking purposes. Infusion was in the neonatal intensive care unit.